Event description:
The ventilator failed while connected to a patient. There was no patient injury. It was noted that a component had been overheated on a printed circuit board for control of a valve. Occurred while on a patient. No patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.